Manufacturer narrative:
Concomitant medical products: bmet arcom ap pat 3pst 34mm md, catalog# 11-150842, lot# 754880; maxim ilok ana pri fml 60 rt, catalog# 140011, lot# 562910; biomet ilok pri tib tray 67mm, catalog# 141212, lot# 606920; biomet finned pri stem 40mm, catalog# 141314, lot# 827700. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Review of the device history record for 146332 lot 350390 identified no related deviations or anomalies. One unit was scrapped prior to order release. The following components were reviewed for compatibility with no issues noted: 11-150842, 140011, 141212, 141314, 146332. Review of complaint history found 2 related reports for this item number and no related reports for this part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately sixteen years post-implantation due to polyethylene wear. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.